Manufacturer narrative:
The condition of air in the line and the pump did not detect it was confirmed through evaluation. The device failed the air sensor test. The air sensor was recalibrated to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Event description:
A baxter service technician reported finding an ipump with air in the line and the pump did not detect it. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No patient involvement was reported. No additional information is available.